Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: a review of the pump history showed multiple call service alarms (cs 078-0008) on the reported failure date 10/19/2013. Visual inspection of the pump revealed visible moisture under the display lens; the display screen was distorted due to the moisture. The keypad was found to be fully intact; no damage was observed. During testing, all keypad buttons were found to be unresponsive to button presses. The keypad cover was removed and no evidence of contamination was found on any button contacts. Evaluation revealed that there was no moisture corrosion visible in the battery compartment. A leak test was performed and a display lens leak was found during testing. The pump was opened and moisture corrosion was observed on the motor flex connector as well as other internal components of the pump. Moisture corrosion was also found on the keypad flex connector. The audio bolus button was also unresponsive due to moisture damage. The complaint of a call service alarm not being able to be cleared by rebooting the pump was not able to be investigated due the unresponsive keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted call service alarms. It was noted that the call service alarm would not clear by rebooting the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.